Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain in abdomen and vaginal area, infections, severe and constant burning and itching and swelling, fullness in belly, bowel problems and bloody discharge. It was reported that patient underwent mesh revision in (B)(6) 2011 and attempted revision but procedure aborted on (B)(6) 2012 and then underwent removal of 95% of the mesh with 5% remaining that attached to the vaginal wall on (B)(6) 2012 due to external itching, inflammation and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with da vinci bso, da vinci sacrocolpopexy, posterior colporrhaphy with perineorrhaphy, cystourethroscopy, and suprapubic catheter placement. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-18211. The same patient is represented in each medwatch.